Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump getting multiple blood glucose required alerts and stuck button alarm. The customer blood glucose level was 185 mg/dl. Customer was assisted with troubleshooting. Customer stated that they did not press a button down for 3 minutes or longer. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.